Event description:
"Caller alleged discrepant results compared with lab. Results as follows:" side by side test was performed using patient's inratio and a demo inratio2 monitor with the results shown in column 1 below. Two days later, the same testing was performed with the results shown in column 2. Inratio results are compared with pathology (lab) results. Inratio: test 1: 3.9, test 2: 6.0. Inratio2: 4.2, 6.5. Pathology: 2.6, 3.0. Patient called back with results from (B)(6) 2009: : inratio=2.2, lab=2.5. Update from distributor, patient results from (B)(6) 2009: inratio=5.8, inratio2=4.9, lab=3.7.

Manufacturer narrative:
Investigation pending.